Event description:
It was reported that during insertion in the ICU, the md noticed that the swg was bent. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.

Manufacturer narrative:
Complaint no. (B)(4).